Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.9, lab: 2.16. (B)(6) 2010, 2.5, 2.0. (B)(6) 2010, 2.9, 1.6. On coumadin for a couple of months.

Manufacturer narrative:
Investigation pending.